Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon device interrogation, it was found that this crt-d and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It was determined that the rv lead had fractured. Subsequently, device therapy was turned off and the patient received a life vest. It was later noted that the left ventricular (lv) lead was fractured. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient later presented to the emergency room after receiving shock therapy. Review of stored device memory noted that an inappropriate shock was delivered for atrial fibrillation (af) with rapid ventricular response. Additionally, the device recorded a shorted shock lead fault message and low out of range shock impedance measurements less than 20 ohms were observed. The patient was admitted to the hospital, fitted with a life vest and tachycardia therapy was programmed off. The patient was scheduled to see a cardiologist the following day. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that surgical intervention was undertaken. The device was explanted and replaced and the rv lead was explanted and replaced. No additional adverse patient effects were reported.